Manufacturer narrative:
A partial y-set port was received for evaluation along with a transfer set. A visual inspection was performed and it was noted that the transfer set had a broken port piece attached to the titanium spike. The broken port piece was determined to be from an unspecified y-set. After the broken port piece was removed from the spike, the transfer set met all manufacturing specifications and was able to connect and disconnect to an in-lab yume set and disconnect cap with no issues during tsunagu machine testing. The cause of the broken y-set port could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned titanium transfer set, it was discovered that the molded port of an unspecified y-set was broken off and attached to the spike of the transfer set. The process step of peritoneal dialysis (pd) therapy at which the y-set was connected to the transfer set was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.